Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a watchdog set test failure. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that they were unable to clear the alarm and were unable to complete the rewind. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no watchdog set test failure alarm noted. (B)(4).